Manufacturer narrative:
The event occurred in (B)(6). This meter was produced as serial number, (B)(4), and programmed to give results in mg/dl units. After the meter left roche control, the meter was relabelled as, (B)(4), which would be a mmol/l meter. The investigation concluded that the relabeling only made the meter appear to read in the wrong units, when it in fact read in the correct units for how it was made.

Event description:
Caller states a performa meter intended to display results in mmol/l has actually read in mg/dl. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).